Event description:
Information was received indicating that a smiths medical pump had shut off and the patient woke with a bad headache in the morning. The pump was administering remodulin at 10mg/ml at 24ng/kg/min continuously. There were no other reported adverse events.